Event description:
It was reported that the tibial tray impactor was found broken and unusable during surgery, as it couldn¿t connect to the implant. The issue was noticed when it was picked up from the tray. A femoral impactor was used instead, causing a brief 2-minute delay. The broken instrument did not contact the patient, and no fragments were retained. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned for evaluation; however, three images were provided. The images clearly show that the instrument has experienced significant wear over the years. Additionally, scratches and minor damages are visible. One of the images shows that a part at the front section (tip) of the instrument has broken off. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.